Manufacturer narrative:
H10. Device: unknown liner / concomitant: unknown head. Implant unknown approximately 1994 [this would be 14 years prior to 2008]. These devices are used for treatment not diagnosis. Pending investigation. No other information is available.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on an unknown date and then approximately 14 years later experienced a surgical revision on (B)(6) 2008. Patient was revised to exactech devices. Revision operative report of (B)(6) 2008: ¿male who has been followed in our clinic status post right total hip arthroplasty performed approximately 14 years ago. The patient was doing well however on follow-up examination was found to have an osteolytic lesion on the superior aspect of his acetabulum.¿ ¿it was recommended that he undergo revision right total hip arthroplasty for polyethylene liner exchange as well as curetting and filling of the bone cyst.¿ procedure: the femoral head was removed from the prosthesis. Extensive debridement was then performed surrounding the acetabular component. The screw holes of the acetabular component -a curette was used to debride the areas of the cyst of the superior aspect of the acetabulum. However, the acetabular component was found to be rigid in its fixation. The 50-52 exactech liner was then placed and impacted into the acetabular component. A 28+ zero cobalt chromium head was then placed onto the femoral stem, impacted and again the femoral stem was checked and found to be rigidly fixed into the femur. The femoral head was then reduced into the acetabulum. Dressing was applied to the wound, and the patient was transferred to the hospital bed in stable condition. The patient was extubated and transported to the recovery room. This surgical procedure was without complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
The prosthesis wear and osteolysis reported were likely the result of wear and subsequent particle-induced osteolysis over the course of 14 years of implantation secondary to patient-related conditions. There is no other information available. These devices are used for treatment not diagnosis.